Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
This supplemental report is being filed as device was explanted due to premature battery depletion (pbd). Thus, device code, resolution and patient outcome was updated.. Boston scientific received information that this patient with pacemaker device felt same symptoms as before device was explanted. Boston scientific technical services (ts) reviewed device battery status and suggested to follow up for further evaluation. This device remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. The describe event or problem was updated to give details that were inadvertently left off the previous supplemental report. The type of report was updated to serious injury and the patient code was updated.

Event description:
This report is being filed to submit the analysis results and correct that describe event or problem. Along with correct the patient code. It was reported that the pacemaker indicated one a half years remaining via the remote home monitoring system. Five months earlier the battery status showed four and a half months remaining. Engineering analysis confirmed the pacemaker was depleting earlier than expected due to an increase in power consumption over the last year. It was noted that elective replacement indicator (eri) was declared six months earlier. Immediate explant was recommended. Subsequently the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This device is part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker device felt same symptoms as before device was explanted. Boston scientific technical services (ts) reviewed device battery status and suggested to follow up for further evaluation. This device remain in service. No adverse patient effects were reported.